Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient moved and did not have a current managing doctor. Agent offered listings. Caller stated that they were meeting with a pain management doctor on the 27th. Agent provided a number to provide to office if caller would like to see if a manufacturing representative (rep) available. Caller states starting about a month ago they feel like the stimulator was getting hot when charging ins. Caller states skin was getting so hot they can't bear to use it. The caller couldn't say with certainty whether it was the ins itself getting hot or the recharger (rtm) getting hot and subsequently the area around ins getting hot. Agent to submit request for new rtm to be sent via repair.

Event description:
Patient called in reported that they missed 2 calls from medtronic patient services; last call was 20 minutes ago. Patient also confirmed they received the recharger antenna. Agent tried to ask patient if they were given any reason for the callbacks, and patient stated no. Agent reviewed most recent documentation and email information on managing hcp. Patient stated that they still don't have a managing hcp and that they missed their 27th appointment with a pain management doctor. Patient still did not confirm if the pain management doctor is their managing healthcare provider (hcp) and mentioned that they will need to reschedule their appointment.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.